Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter occluded with clots and inferior vena cava (ivc) stenosis; filter tilted and embedded in ivc wall, struts perforated ivc wall into pericaval/mesenteric fat and two other struts in contact with vertebra and embedded. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. An occlusion of the filter does not represent a device malfunction. Without procedural films for review, the reported filter tilt and ivc stenosis could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter occluded with clots and inferior vena cava (ivc) stenosis; filter tilted and embedded in ivc wall, struts perforated ivc wall into pericaval/mesenteric fat and two other struts in contact with vertebra and embedded. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Corrected data occupation: other, litigation paralegal after further review of additional information received. Describe event or problem: the following additional information received per the medical records indicate that, the patient¿s medical history includes dvt (deep vein thrombosis), bilateral lower lobe emboli, arthroscopic knee surgery and anticoagulation medication regimen intended for life. Prior to filter implantation, the patient presented with right-sided numbness and initial weakness. He did have tremors on the right side, which resulted in a fall and seizures. The patient also had a left fronto-parietal hemorrhagic lesion, the hemorrhagic lesion had increasing edema, with no increasing size of the edema. Per the medical records, approximately one month after the index procedure, a computed tomography (CT) showed further clearing of the area of hemorrhage within the left hemisphere. There continues to be an area of neurogenic edema present and mild mass effect. Approximately six weeks after the index procedure, a magnetic resonance imaging (MRI) scan showed apparent thrombosis of the iliac veins and inferior vena cava (ivc), potentially extending above the filter. Prominent epidural veins of the lower anterior spinal canal noted possibly reflecting extension of thrombosis versus collateral flow. The patient was hospitalized and treated with anticoagulants. Approximately 5.5 years after the index procedure, a CT scan of the patient¿s abdomen and pelvis was done due to groin pain. It revealed scrotal, perirectal and abdominal varicosities. The records state that the filter is chronically occluded by calcified thrombus within the filter. As a result of the ivc occlusion, extensive venous collateralization has developed throughout the abdomen and pelvis, including abdominal wall, scrotal, mesorectal and retroperitoneal venous collaterals. The ivc filter was located below the renal veins, no evidence of migration or fracture. There is evidence that the filter is tilted anteriorly. The records also state that the inferior vena cava just above the superior tip of the filter is markedly stenotic. According to the information received in the patient profile from (ppf), the filter has perforated outside of the ivc, perforated into unspecified organs, tilted, is embedded in the ivc wall and there are blood clots, clotting and/or occlusion of the ivc. The patient to experience abdominal swelling and stress. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data type of reportable event is serious injury. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient¿s medical history includes dvt (deep vein thrombosis), bilateral lower lobe emboli, arthroscopic knee surgery and anticoagulation medication regimen intended for life. Prior to filter implantation, the patient presented with right-sided numbness and initial weakness. He had tremors on the right side, which resulted in a fall and seizures. The patient also had a left fronto-parietal hemorrhagic lesion, the hemorrhagic lesion had increasing edema, with no increasing size of the edema. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter occluded with clots and inferior vena cava (ivc) stenosis; filter tilted and embedded in ivc wall, struts perforated ivc wall into pericaval/mesenteric fat and two other struts in contact with vertebra and embedded. Per the medical records, approximately one month after the index procedure, a computed tomography (CT) showed further clearing of the area of hemorrhage within the left hemisphere. There continues to be an area of neurogenic edema present and mild mass effect. Approximately six weeks after the index procedure, a magnetic resonance imaging (MRI) scan showed apparent thrombosis of the iliac veins and inferior vena cava (ivc), potentially extending above the filter. Prominent epidural veins of the lower anterior spinal canal noted possibly reflecting extension of thrombosis versus collateral flow. The patient was hospitalized and treated with anticoagulants. Approximately 5.5 years after the index procedure, a CT scan of the patient¿s abdomen and pelvis was done due to groin pain. It revealed scrotal, perirectal and abdominal varicosities. The records state that the filter is chronically occluded by calcified thrombus within the filter. As a result of the ivc occlusion, extensive venous collateralization has developed throughout the abdomen and pelvis, including abdominal wall, scrotal, mesorectal and retroperitoneal venous collaterals. The ivc filter was located below the renal veins, no evidence of migration or fracture. There is evidence that the filter is tilted anteriorly. The records also state that the inferior vena cava just above the superior tip of the filter is markedly stenotic. According to the information received in the patient profile from (ppf), the filter has perforated outside of the ivc, perforated into unspecified organs, tilted, is embedded in the ivc wall and there are blood clots, clotting and/or occlusion of the ivc. The patient to experience abdominal swelling and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Anxiety and abdominal swelling do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.